Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission with the pulse generator in back-up vvi mode. The patient was brought into the clinic for further troubleshooting. The device was successfully downloaded. No other patient symptoms were reported.